Event description:
The failure investigation engineer noted spi bus failure during the diagnostic report (drpt) review. The failure investigation engineer reported that the unit was not in use on patient.